Manufacturer narrative:
(B)(4). The devices were returned for evaluation and visually and functionally tested pursuant to qrf-0387.b. All 3 devices evaluated revealed that the cables inside the handle controlling the up/down articulation had pulled out of their anchor points, causing slack in the system and preventing the device from maintaining position in that direction when locked. The complaint was confirmed.

Event description:
During a thoracotomy of a left atrial appendage management, a pro245 was brought through the port and maneuvered down and slightly to the left. Very light pressure was placed on the device and it lost its rigidity and went limp and was unable to be controlled. The facility went through a total of 3 pro245's and all failed in the same manner. The account had also opened an ach245, which was unable to be placed on the patient (no malfunction of the device) and therefore wasted. The case was completed using a pro250 clip. The case was finished and tee showed the appendage was closed to satisfaction of the surgeon and cardiologist. The procedure was prolonged for thirty minutes.